Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient saw a low speed of 4150 rotations per minute (rpm). When interrogated, the lowest speed found was 4600 rpm. The patient was in the emergency department. Log files were sent for review. The event log captured routine events. The ventricular assist device (vad) and peripheral equipment appeared to have functioned as intended. No pump speeds less than 4600 rpm were noted in the log.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files was unable to confirm the reported low speed event. A specific cause for the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log files captured the pump operating at a stored speed of 5200 rpm with a low-speed limit of 4600 rpm. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist device, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters including pump speed. Section 1 also explains that heartmate 3 employs a feature called artificial pulse; although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 further explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. Furthermore, there are no audible alarms with a pi event. The patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.